Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent hypoglycemic event with a blood glucose of 30 mg/dl and received treatment with oral glucose on scene, followed by intravenous glucose administered by emergency responders; the user was not transported. Symptoms included hypoglycemia. Outcomes included medical attention by emergency services without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no specific precipitating factor identified by the user and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.